Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of recurrent, left subcostal, incisional hernia with implant of composix kugel mesh. A previously implanted non-bard mesh was trimmed back to the muscle. On (B)(6) 2007 - pt underwent repair of recurrent, right subcostal, incisional hernia with implant of a second composix kugel mesh. Previously placed composix kugel was palpated, and noted to be intact. Second composix kugel was secured to the first and previously placed non-bard mesh. On (B)(6) 2007 - pt underwent repair of recurrent, left upper, incisional hernia with implant of sepramesh ip. The first composix kugel and non-bard mesh were noted and trimmed, and meshes were used to secure the sepramesh. On (B)(6) 2008 - pt underwent repair of recurrent, incarcerated, incisional hernia. A seroma was noted. Sepramesh was noted to be intact, except for one corner. That corner was re-sutured. A loop of small bowel was incarcerated.

Manufacturer narrative:
The composix kugel mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with rae-(B)(4). See MDR 1213643-2010-00042 for info related to the composix kugel mesh implanted on (B)(6) 2007. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. Pt has co-morbidities of multiple abdominal surgeries, chronic hepatitis c, diabetes and is on immunosuppressant therapy. A review of the manufacturing records was performed, and there was no evidence of a manufacturing related cause for the reported event. No pathology or post-op info is provided. It appears the mesh remains implanted and there is no indication that the device was defective. Additionally, no product has been returned for eval. If an additional event or info is obtained, a follow-up MDR will be submitted.